Event description:
The report we received from the field indicated that the distal tip of the atw guidewire separated and was left in the pt. The pt was released from the hospital, the next day, and is doing well. It was indicated that the intended procedure was an angioplasty of an in-stent restenosis lesion at the left anterior descending artery. (Stent and implant procedure details are unk). Details of the event indicated that a prowater guidewire (abbot) was advanced distally to deliver a balloon catheter; however the catheter failed to cross the lesion and the physician decided to remove both the balloon catheter and the wire. After removing the catheter, it was noticed that the prowater wire had fractured. Consequently, attempts were made to remove the separated tip; the physician used the atw guidewire to deliver the snare catheter, but the snare could not go through the distal tortuous anatomy of the diagonal artery. Thereafter, the atw guidewire was advanced further distally and attempts were made to wrap the atw guidewire around the separated prowater tip. However, the physician encountered some resistance possibly due to a stent strut in situ at the ostium of the diagonal artery. When the atw guidewire was pulled out of the pt, it was noticed that only the ribbon was showing; the tip had separated. Radiographically it appeared that the tip of the atw was entangled with the prowater guidewire tip. There were no further attempts to retrieve the remaining device pieces and both tips remain in the pt.

Manufacturer narrative:
The product is not available for evaluation as the remaining piece of the device was discarded by the hospital. Additionally, the lot number for the device was not confirmed. It was reported as f0705868 only as a possibility because all other atw wires available to the account, at the time of the event, belonged to this lot number. A device history record will be performed and will be submitted within 30 days upon receipt.